Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) 4 and the personality module audio/video (pmav). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical cholecystectomy procedure, the customer informed the technical support engineer (tse) universal surgical manipulator (usm) 4 was sticky during the last two cases the day before. The customer stated that the issue was passed along to them, and they wanted to get a ticket created in hopes that a field service engineer can follow early in the morning as cases start at 7am. The tse reviewed the logs and there were no issues noted. The customer stated that during the 3rd case yesterday, the part that the instrument installs on, seemed to have resistance to it when inserting. During the following case the carriage actually stopped for approximately 10-15 seconds before the surgeon could take control again. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse informed the issue happened on the 3rd and 4th case that day. The 3rd case was the only case where the instrument would get stuck and while it was stuck the instrument couldn't un-grip tissue. The instrument let go before they had to use the instrument release key, it let go after 15 seconds of the tissue. There was no bleeding, no affect to tissue and no harm or injury to the patient. The nurse could not provide any patient demographics. The 4th case only had an issue with the instrument moving in and out on its own. It still worked they didn't have to replace the instrument. The carriage got stuck but they completed robotically. The arm did not move in an unintended motion or uncontrolled motion.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 4 for failure analysis investigation. The unit was analyzed and unit was tested on an in-house system where the tornado up and down switch was said to be sticky. The unit was tested on a test platform where the tornado up and down switch was noted to be sticky as well. During visual inspection, fluid intrusion was found throughout the insertion switch assembly. Fluid intrusion was the root cause of the reported problem. The personality module audio video (pmav) was analyzed and upon visual inspection, found digital video interface (dvi) ports on vol (leaf3) was damaged which are causing the reported failure. Failure analysis was able to conclude that the vol (leaf 3) was found to be the root cause of the reported failure.

Event description:
Refer to h11 for follow-up information.